Event description:
It was reported that the elective replacement indicator was triggered and that there may have been premature battery depletion. The device was removed and replaced. It was also reported that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the elective replacement indicator was triggered and that there may have been premature battery depletion. The device was removed and replaced. It was also reported that the left ventricular lead had high threshold. The lead was capped and replaced. It was reported that the capped lead was later removed due to an infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation, although performance data was collected from the device and have analyzed the data. The battery depletion indicated/eri on (B)(4) 2012, the device recommended replacement time was less than or equal to 2.63 volt. Trend data shows minimum battery equal to 2.636 to 2.623 volts minimum between (B)(4) 2011 and (B)(4)2012. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device was analyzed. Battery depletion was indicated on (B)(6) 2012, the device recommended replacement time was less than or equal to 2.63 volt. Trend data shows minimum battery equal to 2.636 to 2.623 volts minimum between (B)(6) 2011 and (B)(6) 2012. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.